Event description:
It was reported that during use, the tip of the driver broke. The tip was easily retrieved with a grasper. The procedure was completed with an alternate device, and there was no reported injury or delay associated with this event.

Manufacturer narrative:
Investigation results: the instrument was rec'd for eval without the broken tip. The investigation is still in process. A f/u report will be sent upon completion of the investigation.